Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 years and 8 months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 years and 9 months, was explanted due to calcification, degeneration with stenosis, and regurgitation. The patient presented with heart failure and shortness of breath. A 19mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable. Per pathology report: valve leaflet shows tissue degenerative changes.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: received additional information that the intervention took place.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 years and 9 months, was explanted due to unknown reasons. A 19mm 11500a valve was implanted in replacement.